Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to eri, externalized conductors were observed. The lead exhibited no electrical anomalies. The lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well.